Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 63 mg/dl at the time of the call. Customer reported that the had issues with the sensor not working. No low blood glucose troubleshooting was performed. The product was not returned for analysis.